Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed based on the results of the investigation, the cause of the image not appearing is attributed to a damaged charge-coupled device, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchofibervideoscope's image was noisy and the charge-coupled device unit was damaged. There were no reports of patient involvement.